Event description:
It was reported that device gave alarm blockage/ canister full. New device and canister was attached and then the problem was solved. No harm or injury reported.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. Visual inspection reported the outer casings required replacing. Functional evaluation established a relationship with the event reported. The root cause was confirmed to be the vacuum motor that required replacing. The failed motor would have contributed to the device displaying false alarms. The associated concomitant device has not been received for evaluation and no details of batch/lot number were provided, however we have no reason to suspect this device, failed to meet specifications upon release. A review of the manufacturing records for the renasys pump found that the product met specifications at the time of manufacture. A complaint history review found other similar incidents in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.